Event description:
Pt was using walker, when the main support strut of the walker broke in half. The walker is only about one year old and was paid for by medicare. Pt is not heavy, and was attended by an alert nurse who held him up. The main strut snapped at the weld. No one was injured, however, had pt been using or sitting on the walker, it would have resulted in serious injury, pt is elderly and frail. Rptr called the co and they immediately replaced the walker, and rptr noticed the new walker has been redesigned to strengthen the area that snapped.